Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents reported for difficult to open or close (gripper actuation issue) from this lot. All available information was investigated and a definitive cause for the reported difficult to open or close (gripper actuation issue) could not be determined in this case. There is no indication of a product quality issue with respect to manufacture, design, or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the valve however during grasping, it was noted both of the grippers would not lower. The cds was removed and replaced with a new device, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.